Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was over 600 mg/dl at the time of the incident. The date of the hospitalization was (B)(6) 2016. The insulin pump will be returned for analysis.